Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis and was hospitalized for approximately three weeks for the event. The breach was further described as the patient's doctor not wearing gloves or a mask when draining pd fluid. The patient was treated with unspecified antibiotics for the event. Pd therapy was ongoing. At the time of this report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
Additional information: (dianeal 1.5% & 2.5%; extraneal). At the time of this report, dianeal therapy was ongoing. It was not reported if extraneal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.